Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691 2022 09511 for related event.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the sheath, valve and delivery system were advanced through an abdominal aortic aneurysm (aaa) endograft. Upon exit of the sheath, the valve had a bent strut on the distal end. The delivery system, sheath, and valve were all removed. During the removal, there was withdrawal difficulty and the valve dislodged off the balloon during withdrawal through the esheath. As the sheath and delivery system came out, the valve remained in the vessel and was then removed via the surgical cutdown.

Manufacturer narrative:
The commander delivery system was returned at completed gross alignment, balloon shaft past warning marker and handle locked with 0 fine adjust and 0 flex. The system was inserted and stuck within the esheath+. A visual inspection was done. Imagery was provided and revealed due to the nature of the complaint no applicable functional testing or dimensional testing was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint withdraw catheter and valve through vasculature / sheath difficulty or inability to withdraw system with valve through sheath and withdraw catheter and valve through vasculature / sheath thv dislodged off balloon during withdrawal through sheath. A complaint history review on confirmed device complaints for withdraw catheter and valve through vasculature / sheath difficulty or inability to withdraw system with valve through sheath revealed procedural factor withdrawal of damaged valve as a potential root cause applicable to the event. A review of device complaints for event withdraw catheter and valve through vasculature / sheath thv dislodged off balloon during withdrawal through sheath revealed procedural excessive manipulation as a potential root cause applicable to the event. The following instructions for use (IFU) and training manuals were reviewed; IFU for commander delivery system, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. The returned device meets specification with no evidence that any manufacturing nonconformance issues occurred, therefore, a manufacturing mitigation review is not required per. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaints for withdraw catheter and valve through vasculature / sheath difficulty or inability to withdraw system with valve through sheath and withdraw catheter and valve through vasculature / sheath thv dislodged off balloon during withdrawal through sheath were confirmed by evaluation of the returned devices. However, a manufacturing nonconformance was unable to be determined. Additionally, a review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description report, additional information indicated that there was withdrawal difficulty and the valve dislodged off the balloon during withdrawal through the esheath, sheath damage was noted, and the valve + delivery system were outside the sheath; the valve exited the sheath, the valve was pulled back in the sheath exit at the access site thereby damaging the sheath, as the sheath and delivery system came out the valve remained in the vessel and was then removed via the surgical cutdown, the common femoral artery was surgically opened and successfully repaired. The provided imagery revealed the crimped valve was damaged with bent struts on the inflow side. It is possible that the damaged valve likely caught on the sheath tip and liner and prevented further withdrawal into the sheath. The observed liner tear and strands are indicative of the damaged valves interaction with the sheath liner. Furthermore, as the damaged valve caught likely caught on the sheath tip and/or liner, the delivery system was likely excessively manipulation used to counteract withdrawal difficulties. Subsequentially, the resultant effect can result in the reported valve dislodging from the balloon. As such, available information suggests procedural factors (withdrawal of damaged valve, excessive manipulation) contributed to the reported event. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) is not required. Since no manufacturing defects were confirmed no corrective and preventative actions (CAPA)are required.